Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. For the issue of clinician was not alerted/aware of possible patient fall condition, the device was functionally/visually inspected in the field. The device was repaired and returned to use. For the issue of inaccurate scale, the device was functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s) in which the device was concurrently experiencing 2 issues: an inaccurate scale and the clinician was not alerted/aware of possible patient fall condition. There was no patient involvement.